Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced redness and inflammation after a surgery in which floseal was used as a prophylactic therapy to treat a suspected hematoma. The cause of the redness and inflammation was not reported. One day following the therapy with floseal, the patient developed redness around the "scarf" (width 10cm, length 20cm). It was reported that, in the further course, skin germs were detected in the drainage and the inflammation parameter was increased (not further specified). The patient was treated with unspecified antibiotics (doses, frequencies, and routes were not specified). At the time of this report, the inflammation parameters were decreasing, however the redness was persisting. No further details were provided regarding the surgical technique. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.